Event description:
The customer reported that the device lost power during use.

Manufacturer narrative:
The factory has not yet received the device for eval and this complaint is still under investigation.